Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported they were in a car wreck in (B)(6), and since the accident the patient reported they were experiencing a shocking and burning sensation at the lead site, as well as numbness in their leg when stimulation was on, and a loss of therapy. The patient also reported they didn't think it was working. The patient turned stimulation off and hadn't used it in a while. When she tried to recharge she couldn't, and the patient programmer (pp) wouldn't connect with the implantable neurostimulator (ins) either; the patient's device was most likely in overdischarge. Relevant medical history includes radicular pain syndrome (radiculopathies).